Event description:
It was reported that the bradycardic, fatigued and unwell patient presented to the emergency room. The patient was concerned that the pulse generator was not capturing. Multiple attempts to communicate with the patient's pulse generator failed and there was no magnet response. The pulse generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to high current drain, and was consistent with a herc/xena ic failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated patient's pulse generator may have had a prematurely depleted battery.